Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('pains / abdominal pains') and genital haemorrhage ('bleeding disturbances / profuse irregular bleedings') in an adult female patient who had essure inserted. The patient's concurrent conditions included morbid obesity and rectocele. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain and genital haemorrhage with essure. The reporter commented: case was reported via device removal questionnaire. Reasons for essure removal were bleeding disturbances and pain, at patient's request. Lot number was not reported. Reporter did not state whether follow-up at 6 months will be available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('pains / abdominal pains') and genital haemorrhage ('bleeding disturbances / profuse irregular bleedings') in an adult female patient who had essure inserted. The patient's concurrent conditions included morbid obesity and rectocele. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain and genital haemorrhage with essure. The reporter commented: case was reported via device removal questionnaire. Reasons for essure removal were bleeding disturbances and pain, at patient's request. Lot number was not reported. Reporter did not state whether follow-up at 6 months will be available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.